Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip scissored, but did not cut the vessels. Another device was used to complete the procedure. There was no patient consequence.